Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge did not fit onto the pump. The contact reported, the customer may have not went through the load sequence prompts correctly. Reportedly, the customer was able to successfully load a new cartridge onto the pump. There was no reported impact to customer's blood glucose level.